Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple temperature alarms occurred while the pump was in the customer's pocket. Reportedly, the pump was not exposed to extreme temperatures and the alarms continued to occur. Additionally, an occlusion alarm occurred. Although requested by tandem technical support, the customer declined to perform troubleshooting. The customer simply cleared the alarms and resumed insulin delivery. Blood glucose level was 107 mg/dl.